Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), battery cap contact missing/damaged, charge/battery lasts less than expected, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. Customer reported battery cap damaged. Damage is on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on 12/21/2024 at 17:34:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, retainer knit line damage, missing display window/cover, and keypad overlay texture damage. Blank display was not confirmed during testing. Charge/battery lasts less than expected and unexpected battery power loss. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Battery cap damage was not confirmed during visual inspection. Retainer ring damage was noted and confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.